Manufacturer narrative:
The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm ce surgical valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration, due to unknown reasons. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Updated sections: a1, a2, a3, b5, g3, g6, h6 component code, health effect - clinical code, and device code(s).

Event description:
It was reported that a patient with a 25mm ce surgical valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration, due to calcification and regurgitation. The patient presented with heart failure and shortness of breath. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was in stable conditions post procedure.